Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead, helix extension difficulties were encountered. The physician tried more than 30 rotations; however the helix could not be extended. In addition, dislodgement and high pacing thresholds were noted. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.